Event description:
It was reported the patient (B)(6) was not receiving any stimulation therapy from the scs system. A system diagnostics indicated high impedances for all of the scs lead contacts. The patient underwent surgical intervention and intraoperative testing of the patient's system confirmed the impedance issue with the lead after disconnecting the extension and testing the lead separately. The lead was replaced with a new one and the impedance issue was resolved. The patient reported receiving effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.